Event description:
Pump did not alarm prior to power loss. The pump was programmed to deliver an unspcified pain medication in the continuous plus pca mode. The homecare pt reportedly replaced the pump batteries prior to going to bed. A few hours later, the pt requested a bolus dose and noted that the pump display was blank and the pump was powered off. The pt did not note any alarms. The pt turned the pump back on and continued therapy. The pump was exchanged at a later, unspecified date. The customer reported no adverse pt effects. Though requested, no further info was provided.